Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the mean gradient pressure increase. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A mitraclip ntr clip was successfully deployed, reducing mr grade to 2; however, the mitral stenosis gradient increased 6 to 7mm hg. The patient will be medically managed for the next 30 days. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.